Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed severe proximal stent damage. The stent was crushed distally towards the distal marker band. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis completed on 09/02/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the 2.50x28mm taxus liberte drug-eluting stent (des) was unable to cross the 95% stenosed severely calcified and moderately tortuous mid right coronary artery (rca). No patient complications were reported, and the patient's condition was listed as "good". However, returned product analysis revealed severe proximal stent damage.